Manufacturer narrative:
Corrected data: b5 - pigment dispersion was also initially reported which should have been included in initial medwatch report. H6 - 4581: pigment dispersion. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -16.00/+2.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Excessive vault and elevated iop (intraocular pressure) was observed. Additional surgical intervention ( additional suture ) and medical intervention (glaucoma medication) were performed / prescribed. It was reported that the problem resolved," eye without inflammatory signs. Intraocular pressure normal".

Manufacturer narrative:
B5: the reporter stated " everything is fine with the patient, the oct report no longer showed hypervault, show normal iop and no pigment dispersion was evident either " claim # (B)(4).